Event description:
Bands deployed prematurely - approximately half way before the click. Md would hear a click, he would have a red out and the band would not fire or two bands would fire separately and the mucosa would be lost as bands eased off adaptor. Four ligators were used in the procedure.